Event description:
The report received indicated that the .014 stabilizer guide wire could not go through the introducer, therefore, only the guidewire was exchanged and the intended procedure was completed successfully. Further info indicated the problem was identified before pt insertion and there were no kinks on the wire. The product was returned for evaluation; during visual analysis it was identified that the coil presented a stretched condition.

Manufacturer narrative:
During a coronary intervention, the physician was unable to introduce a stabilizer steerable guidewire through a metal introducer tool. The wire was removed and replaced with a non-cordis wire. As reported, there were no kinks seen on the unit and the wire that was successfully used was the same size. Analysis of the returned unit found no indication of manufacturing defect or anomaly. The product is visually and dimensionally correct. The damage presented over the distal 5.5cm, including stretched coils at 2.65 to 2.75cm over the specimen appears consistent with a failed attempt to advance past or through an obstruction or constraint. The introducer noted in the complaint was not available for analysis. A review of the device history records relative to the manufacturing, inspecting and packaging of the lot indicated that the product was final inspection tested and determined to be acceptable. Product analysis identified secondary damage on the wire. With the available info, it appears that procedural factors may have contributed to the event.